Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information received noted that pacemaker was explanted and replaced on 19 sep 2024. The patient condition was not reported.